Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium gas leak. There was no patient involvement.

Manufacturer narrative:
Corrected data: e1 (address and site name). Updated data: b4, g3, g6, h2, h10, h11 . Due to character restrictions in block e1 site name : (B)(6) hospital.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched in order to evaluate the unit and after the evaluation fse had found that there was a helium leak due to damage of the o-ring, buna- n on the main docking part. The customer reported that the parts will be replaced by them so the fse returned the unit to the customer and the process was completed by them. If any pertinent information is received in the future, a supplemental report will be submitted.